Event description:
It was reported that the embolectomy catheter balloon ruptured during use. The tip of the catheter reportedly came off during use in the pt. The tip was unable to be retrieved from the pt during the case. X-ray was unable to visualize tip. Pt has since been released from hosp and is ok at this time.